Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery compartment was undamaged. The pump powered up and functioned properly. Unrelated to reported casing issue, it was observed that the threads on the battery cap were damaged. The investigation was unable to confirm the reported casing issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the patient noticed that the threads on the battery compartment were stripped and had difficulty replacing the battery cap. Patient reported that the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.